Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that blood was migrating up the anticoagulant line on the plasma collection system during the return phase. It is unk which cycle this occurred. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 and alleged that blood was migrating up the anticoagulant line on the plasma collection system during the return phase. It is unk which cycle this occurred. No donor injury or reaction reported. No operator injury reported. The device component was returned on (B)(4) 2011 and evaluated. The pump rotors were found to be worn and unable to properly occlude the pump tubing. The worn rotor has been replaced. The machine is now within performance specs and has had no further incidents. As reported, blood migrating to the anticoagulant (ac) line could only lead to an insignificant rbc loss during the last return only and would not result in a serious injury. The malfunction as noted would result in a decrease in pump efficiency. As a result, this could allow an incremental excess flow of ac into the system during draw and when pumps are stopped. As a result, a more than typical amount of ac could be administered to the donor. Excess anticoagulant delivered to the donor poses a potential serious injury. Symptoms of excess ac delivery range from no reaction to acute. No injury or reaction reported as a result of this malfunction.